Manufacturer narrative:
Calibration signals were slightly lower than expected. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found worn pinch tubing and replaced it. Precision testing was acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys amh (amh) on a cobas e 411 immunoassay analyzer. The initial result was 0.03 ng/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the nurse as it didn¿t correspond to the previous amh result for the patient. The repeat result was 8.6 ng/ml. The amh reagent lot number was 44684801 with an expiration date of 31-dec-2020.